Manufacturer narrative:
Additional information: the tip did not completely detach in the patient. An evercross was used to complete the procedure without further incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a silverhawk btk device to treat a fibrous moderately calcified, moderately tortuous 80% lesion in the patient¿s mid tibial/popliteal artery. The IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. Moderate resistance was felt during withdrawal. It was reported that the tip became damaged and detached. It did not separate at the hinge pin but became entangled in wire. Balloon angioplasty was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis: the silverhawk device was returned for evaluation. No ancillary device or images were received with the device. The device was removed from the packaging for investigation. The cutter driver was not returned with the device. Biological debris was found throughout the distal assembly. Multiple bends were noted throughout the distal assembly, the clear tip was curved upward. The distal rotating tip was detached and separated from the distal assembly; the rotating tip was not returned with the device. The clear distal end was torn. The guidewire lumen was noted to be disengaged from the distal housing; the guidewire lumen was not returned. The cutter was returned advanced approximately 1.5cm distal to the cutter window. Distal assembly measured 4.5cm. If information is provided in the future, a supplemental report will be issued.